Event description:
A pt reported they felt they were unable to receive an accurate reading on their one touch basic meter. The result on their meter was 112mg/dl. Pt was not comfortable with this reading since when they tried to retest the pt would get this same reading as the result. Pt reported symptoms of feeling dizzy, nauseous and had frequent urination. No treatment was reported. No further info has been reported. No serious injury.